Manufacturer narrative:
Evaluation summary: no products was returned for evaluation. Also, no x-rays were returned for review. Pt information such as height, weight, and activity level is unknown. Based on the available information, a definitive root cause cannot be ascertained at this time. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reported. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised in 2009 due to osteolysis and loosening of the tibial baseplate. Implant date is unk.